Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that at the end of a left heart catheterization from the right femoral. The involved angio-seal device did not deploy. The patient was not injured, medical or surgical intervention was not required. Patient condition was fine. The event occurred post-treatment. Additional information was received on 21 jul 2023: procedure performed prior to use of the angio-seal closure device was a heart catheterization. Procedure sheath used was 6 fr. There were no difficulties noted with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram performed was requested but not provided. Hemostasis method was not noted. Estimated blood loss was unknown. Patient in stable condition.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab buyer. A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.